Manufacturer narrative:
(B)(4). Lead was returned in two parts. Connector part: external insulation abrasion breaching the sensing lumen was found at 14.5-14.7cm from connector pin. The etfe coating of both sensing cables was intact. Lumen to inner coil was intact. Distal part: external insulation abrasion breaching all lumens was found at 18-19cm from the distal tip. The etfe coating of all cables was intact. Lumen to inner coil was intact. External and internal insulation abrasion breaching rv lumen was found at 15-16cm from the distal tip. The etfe coating of all cables was intact. Lumen to inner coil was intact. External and internal insulation abrasion breaching sensing lumen was found at 11-12.5cm from the distal tip. The etfe coating of all cables was intact. Lumen to inner coil was intact.

Event description:
It was reported that the lead had externalized conductors and was replaced. Patient was in good condition before and after the procedure.